Manufacturer narrative:
(B)(4). Inherent risk of the procedure (mi). (B)(4).

Event description:
One endeavor sprint drug-eluting stent was implanted in the lad during the index procedure. The clinical events committee (cec) adjudicated that an mi occurred on the same day as the index procedure. No additional clinical sequelae were reported.